Manufacturer narrative:
Device evaluation: one device was returned for investigation. The tamper seal was not broken or removed. Visual inspection found the plunger head was full of liquid. Review of the error history log found "a2d reference voltage bgnd test". The complaint was confirmed; the pump powers up with the alarm system failure: a2d reference voltage bgnd test. Root cause of the issue was attributed to component failure caused by fluid ingression. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the main board, contaminated top case, lcd board, position pot, full plunger assembly left and right clutch halves, clutch spring, square shaft, plunger tube and plunger cable. Cleaned, greased, calibrated, and performed all functional testing which passed.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a "system failure: a2d reference voltage background test" error message. It is unknown if there was patient involvement, no adverse patient effects were reported.